Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. Patient gender: unknown as information was not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional investigation request (ir) for this production order number has been received; however the ir in that case was cancelled. As a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Reported lens damage was captured in (B)(6) 2020 vmsr reporting. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During implantation of pcb00 17.0 diopter intraocular lens (iol) into the patient¿s operative eye account reported the trailing haptic was amputated (detached). The doctor was able to exchange the iol without incident and kept the bag intact. Through follow up, customer account provided additional information confirming the incision was enlarged. There was no serious patient injury, no unplanned suture(s), there was no vitrectomy, and patient outcome was reported as no negative outcome. The same procedure was completed using a zcb00 17.0 diopter iol. Reported lens damage was captured in (B)(6) 2020 vmsr reporting. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.